Event description:
It was reported that the customer had unexplained high blood glucose of 210mg/dl, and his blood glucose was treated with a bolus. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. The next day the mother called back to perform the high pressure test and the test failed twice. Advised the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.